Event description:
The reporter did meter to hcp meter comparison tests at a clinic. Reporter's meter read 22 mg/dl, and the nurse's meter (type unknown) read 54 mg/dl. Reporter did not have any symptoms. A control solution test was not done since the reporter did not have any solution. Reporter said that rptr checks the confirmation dot on the test strip when testing. No harm was alleged.